Manufacturer narrative:
G4: 06jul2020. B4: 07jul2020. The technical investigator received the blower motor assembly and the gas delivery system (gds) for failure investigation. The gds arrived without a data acquisition board and oxygen valve. A visual inspection of the blower motor assembly and the gds revealed no anomalies. The blower motor assembly failed the electrical temperature sensor and voltage verification tests. The technician installed the gds in a known good test unit for evaluation. The gds failed the 0 offset and the 100% oxygen flow test, which replicated the reason for the component return. The technician isolated the failure to the u1/u2 component of the airflow sensor. After replacing the u1/u2 component, the unit passed all testing. The blower assembly internal temperature reporting function failed. Additionally, the airflow sensor failed because the u1 component drifted out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 23feb2020, b4: 04mar2020. The ventilator was not in clinical use. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the blower and gas delivery system and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26feb2020.

Event description:
It was reported that the unit declared a low leak co2 rebreathing risk error. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer check the exhalation port for occlusions.